Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit has no alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Pcb, no power. Sieve bed, saturated. Complaint was confirmed. The underlying cause is controls switch/button broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the unit has no alarm.